Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the haptic ripped while loading the lens in the cartridge. The cartridge had a crack in it that wasn't noticed until during the loading of the lens and when the haptic ripped the crack was noticed. The procedure was completed. There was no patient contact.